Manufacturer narrative:
Concomitant product: product ID 8709sc, lot # n184208026, implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
Additional information received reported that the patient had a refill scheduled for the end of next month. The reporter would know more after following up with the healthcare provider¿s (hcp) office after the refill. No outcome or interventions were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Analysis of the pump revealed pump miscellaneous alarm anomaly, resonator anomaly. Pump exterior concave shield affected in-vivo function undetermined root cause. Alarm waveform test was done on this pump with the results as follows-- peak to peak voltage measured during the test was 6.76 volts. The battery voltage measured during the test was 2.87 vdc. The peak to peak voltage measured during the test needs to be at least twice that of the battery voltage measured during the test, which it is. Test passed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(6) 2015, additional information was received from a healthcare provider (hcp) via a company representative indicated on (B)(6) 2015 the pump was replaced. The patient had a routine pump replacement and the back side of the pump was noted to be concaved. There were no symptoms related to the issue, but further investigation into patient records revealed the last normal refill was on (B)(6) 2014. The refills on (B)(6) 2015, (B)(6) 2015, and (B)(6) 2015 would only allow 29cc of drug to be placed into the pump reservoir, the remaining 11cc of drug was wasted each of these times. It was unknown what led to the event. It was identified when the pump was replaced. No troubleshooting or diagnostics performed and no interventions taken. The pump was delivering dilaudid 30 mg/ml (dose 9 mg/day). The patient's status at the time of this report was alive- no injury. The device was returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a (B)(6) 2015 refill, the healthcare provider (hcp) was only able to fill the pump up with 29ml of drug. The reporter denied any therapy issues or issues at previous refills. There were no volume discrepancies; consistently within 2ml. The issue was to be monitored at the next refill and further troubleshooting would be attempted if needed. The patient was doing well without symptoms. The pump was used to deliver dilaudid.